Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level during the call was 595 mg/dl. During a follow up call, the customer reported having a blood glucose level of 477 mg/dl, which the customer attempted to treat with a bolus. During troubleshooting, the customer reported air bubbles due to using cold insulin. Customer was instructed to call back later to complete troubleshooting. The insulin pump was not replaced or returned for analysis.